Event description:
It was reported that the ilet pump¿s screen assembly separated into two pieces upon waking, though the pump continued to function and blood glucose remained stable, consistent with a device bonding issue involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.